Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead placement did not cover the patients desired locations. The patient underwent a scs paddle lead replacement, was doing well postoperatively and the explanted device was kept by the facility. No device malfunction was suspected.